Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain/pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, vaginal discharge, amenorrhea, obesity, endometrial biopsy, breast pain female and breast mass. Concurrent conditions included hypertension, gerd, endometriosis, bleeding genital, irregular menstrual cycle, abdominal cramps, dizzy, prolonged menses, cough, vomiting, headache, asthma, foot injury, benign vaginal tumor, peripheral swelling, weight gain, ear pain, nasal congestion, rhinorrhea, otalgia, uterine bleeding, uterine leiomyoma, folliculitis, pelvic discomfort, menometrorrhagia, dysfunctional uterine bleeding, stress, blood pressure fluctuation, upper abdominal discomfort, nausea, gas pain, cervicitis, facial droop, muscle weakness left-sided, ovarian cyst, pelvic adhesions and seizure. Concomitant products included amlodipine besilate (amlodipine besylate) from (B)(6) 2018, amlodipine besilate (norvasc) since (B)(6) 2018, famotidine since (B)(6) 2018, ibuprofen from (B)(6) 2012 to (B)(6) 2018, losartan since (B)(6) 2018, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 and mestranol;norethisterone (orthonovum) from (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 18 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced night sweats ("night sweats"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("anxiety/mental anguish/ psych injury"), depression ("depression"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, night sweats, vaginal haemorrhage, anxiety, depression, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, genital haemorrhage, bladder disorder, nausea and weight increased had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: 3 coils left: 0 coil. Left fallopian tube - serosal adhesions showing inflammation received treatment for pain, bleeding, migration, bladder/urinary problem,other injuries/symptoms- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: lateral ovarian cysts are measured at 1.3 cm right side and 1.2 cm left side multiple complex nabothian cysts measuring up to 1.5 cm the uterus diffusely heterogeneous in echotexture. Endometrial stripe is heterogeneous and prominent and there are some calcification present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy period, dyspareunia, pelvic pain, dysmenorrhea, migraine headaches, night sweats lot number: 796894 manufacture date:2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added: abdominal pain, general abnormal bleeding, migration, bladder/urinary problem, nausea, weight gain were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a 36-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, vaginal discharge, amenorrhea, obesity, endometrial biopsy, breast pain female and breast mass. Concurrent conditions included hypertension, gerd, endometriosis, bleeding genital, irregular menstrual cycle, abdominal cramps, dizzy, prolonged menses, cough, vomiting, headache, asthma, foot injury, benign vaginal tumor, peripheral swelling, weight gain, ear pain, nasal congestion, rhinorrhea, otalgia, uterine bleeding, uterine leiomyoma, folliculitis, pelvic discomfort, menometrorrhagia, dysfunctional uterine bleeding, stress, blood pressure fluctuation, upper abdominal discomfort, nausea, gas pain, cervicitis, facial droop, muscle weakness left-sided, ovarian cyst, pelvic adhesions and seizure. Concomitant products included amlodipine besilate (amlodipine besylate) from (B)(6) 2018, amlodipine besilate (norvasc) since (B)(6) 2018, famotidine since (B)(6) 2018, ibuprofen from (B)(6) 2012 to (B)(6) 2018, losartan since (B)(6) 2018, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 and mestranol;norethisterone (orthonovum) from 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 18 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced night sweats ("night sweats"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had resolved and the night sweats, vaginal haemorrhage, anxiety, depression, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 3 coils left: 0 coil. Left fallopian tube - serosal adhesions showing inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: lateral ovarian cysts are measured at 1.3 cm right side and 1.2 cm left side multiple complex nabothian cysts measuring up to 1.5 cm the uterus diffusely heterogeneous in echotexture. Endometrial stripe is heterogeneous and prominent and there are some calcification present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy period, dyspareunia, pelvic pain, dysmenorrhea, migraine headaches, night sweats lot number: 796894 manufacture date:2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area') in a (B)(6) year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, vaginal discharge, amenorrhea, obesity, endometrial biopsy, painful breasts and breast mass. Concurrent conditions included hypertension, gerd, endometriosis, bleeding genital, irregular menstrual cycle, abdominal cramps, dizzy, prolonged menses, cough, vomiting, headache, asthma, foot injury, benign vaginal tumor, peripheral swelling, weight gain, ear pain, nasal congestion, rhinorrhea, otalgia, uterine bleeding, uterine leiomyoma, folliculitis, pelvic discomfort, menometrorrhagia, dysfunctional uterine bleeding, stress, blood pressure fluctuation, upper abdominal discomfort, nausea, gas pain, cervicitis, facial droop, muscle weakness left-sided, ovarian cyst, pelvic adhesions and seizure. Concomitant products included amlodipine besilate (amlodipine besylate) from (B)(6) 2018 to (B)(6) 2018, amlodipine besilate (norvasc) since (B)(6) 2018, famotidine since (B)(6) 2018, ibuprofen from (B)(6) 2012 to (B)(6) 2018, losartan since (B)(6) 2018, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 and mestranol; norethisterone (orthonovum) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 18 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced night sweats ("night sweats"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had resolved and the night sweats, vaginal haemorrhage, anxiety, depression, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 3 coils left: 0 coil. Left fallopian tube - serosal adhesions showing inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: lateral ovarian cysts are measured at 1.3 cm right side and 1.2 cm left side. Multiple complex nabothian cysts measuring up to 1.5 cm the uterus diffusely heterogeneous in echotexture. Endometrial stripe is heterogeneous and prominent and there are some calcification present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy period, dyspareunia, pelvic pain, dysmenorrhea, migraine headaches, night sweats. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Reporter information were added. Date of insertion and removal added. This case become incident. Lot number, medical history, concomitant dug, lab data were added. Event : night sweats, abnormal bleeding (vaginal), menorrhagia, migraines / headaches, depression,mental anguish / anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Outcome of the event physical pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.